Event description:
A customer reported that after using a new 6t-rs tee (transesophageal echocardiogram) probe, three pts presented black saliva and a black tongue, as well as inflammation of the throat. This is the 2nd of three reports. The customer is reportedly using the same procedures and liquids for cleaning and disinfecting the tee probe as they had previously. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.